Event description:
Additional information: the modular cable was exchanged due to a fatigued outer layer.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the modular cable¿s outer jacket being damaged and fatigued was confirmed. The returned modular cable (lot number 7383517) was observed to have a tear in its outer jacket, revealing the inner layer, near the controller-side bend relief, and the outer jacket was also observed to be bunched up around the tear. The cable¿s bend reliefs were also observed to have been discolored. The modular cable was functionally tested and was found to perform as intended despite the observed damage, even when the cable was manipulated by hand. The modular cable was also connected to a test fixture to evaluate the integrity of its inner wires, and the cable passed this test. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the modular cable showed the device was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The heartmate 3 patient handbook (rev. D, section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for controller damage and subtherapeutic international normalized ratio (inr) related to iron-deficiency anemia. Log file analysis captured intermittent backup battery (ebb) faults; the ebb was reaching its maximum usage count, possibly indicating the controller was losing external power and reverting to ebb power. A controller exchange was recommended as the patient had a prior history of ebb faults; the controller and the modular cable were exchanged. A reason for the modular cable exchange was not provided. Related controller MFR #: 2916596-2023-03713.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.